Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/20/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigational summary: visual analysis of the returned sample determined that it was received one paper, one winding former with eight un-dispensed sutures pertain to the product code vcp1751d. Each vcp1751d contains eight strands. Visual analysis of the returned sample revealed that foreign matter was noted to be attached to the needles of slot#1 and slot#2 from the returned sample (a). Additionally, a photo was provided and it showed two opened vcp1751d products and three opened vcp371 products, no further information could be achieved from the picture. As part of our quality process, the manufacturing records of this lot could not be completed as the lot number was not provided. As part of ethicon suzhou¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: the foreign matter is more like something as cotton wadding.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide lot number: unk.

Event description:
It was reported that a patient underwent a unknown procedure on a (B)(6) 2024 and suture was used. It was found that there had been foreign matter immidiately once opened the package when preparing for surgery. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.